Manufacturer narrative:
Initial.

Event description:
It was reported that the user deployed several infusion sets incorrectly, including not attaching the infusion set connector properly, which led to use of multiple sets and a request for replacements; the involved component was the infusion set and its connector. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure with the infusion set and connector. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions with an unintended use error that contributed to the event.